Event description:
Revision surgery - the pt's right hip began dislocating posterior approx a year ago, becoming more frequent in the last few months. The doctor felt that the right hip's dislocation was caused by soft tissues and the size 50 mm shell was not being oriented properly. The doctor revised the acetabulum with a zimmer 54 mm shell and 36 mm liner. The doctor revised the femur leaving the size 4 cup stem from the previous surgery and placing a djo 36 mm head with a +7.0 offset sleeve.